Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced a dexcom g6 continuous glucose monitor (cgm) connection issue where the transmitter could not be found and pairing initially failed, which is consistent with an intermittent communication failure involving the antenna/electrical-magnetic component; the user later confirmed successful pairing and no further assistance was required. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.